Event description:
It was reported that the patient presented to the emergency department after having a syncopal episode while at dialysis and the patient blood pressure was noted to have dropped to 77/50. A review of the remote monitoring transmission indicated possible electromagnetic interference and possible intermittent noise/oversensing on stored episodes. The clinician indicated that the syncopal episode did not appear to correlate to time of stored episodes. The atrial arrhythmia data was also noted to be possibly inaccurate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.